Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the central control monitor of the heart lung console displayed an "initialization error" upon power up of the device. The user reportedly powered the system down and then up again with the same result. An alternate device was employed. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.